Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Event description:
Information received by medtronic indicated that there was a perforation of the patient's left atrial appendage during a cryoablation procedure. Cross septum access was through a atrial septal defect (asd). Ablations were performed in the lspv, lipv, and ripv. During positioning in ripv, a drop in the patient's blood pressure was noted. Pericardiocentesis done, CPR started and code called. Aspirated approximate 2000cc blood; 9 units of blood given and pressor drugs given. Patient then transferred to operating room to close patient's asd. Patient hospitalized and stable post intervention. Follow up information received (B)(6) 2014 indicated that the patient has since been discharged from the hospital. Device 3 of 3, reference MFR report: 3002648230-2014-00119 and 3002648230-2014-00120.

Manufacturer narrative:
Visual inspection of the returned device showed that it was intact with no apparent issue. No product malfunction was reported and evaluation of returned device showed no indication of product malfunction. The catheter passed the returned product inspection as per specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.